Event description:
On (B)(6) 2010, physician was performing an unilateral breast reconstruction using a flow coupler of an unknown size. The physician used the flow coupler to ¿turbo charge¿ the venous return by connecting it to the ima vein. Physician reported that a ring came off the holder. Physician put the ring back on the holder and reported that after coupling the vein, the probe wire was pulled out and left out.

Manufacturer narrative:
The coupler ring portion of the device was implanted. The probe portion of the device was removed and was not implanted. The flow coupler device was not returned for evaluation. No product was returned for evaluation. A review of the device history record was not possible since the device size and lot number was unavailable.